Event description:
It was reported that medical attention was sought on (B)(6) 2018 around 6:00 pm after the end user alleged that she received higher than normal blood glucose readings from her prodigy diabetes meter. The end user was found unresponsive, her face was red and she was cold to the touch accompanied with a blood glucose reading of 122 mg/dl. The paramedics were called and upon their arrival a blood glucose test was performed with their meter and the result was 21 mg/dl. The paramedics attempted to administer an IV but faced difficulties and the end user was transported to the ER. Consequent to arriving at the ER an IV was dispensed to assist in raising her blood glucose due to experiencing hypoglycemia insulin reaction. After 5 hours the end user was discharged and instructed to return to the ER if her condition worsens. No additional details were provided in regards to this medical event.